Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant procedure, ventricular pacing skipped a beat several times. A ventricular electrogram (vegm) indicated oversensing and the ventricular sensitivity was adjusted. The following day, it was again noted the ventricular pacing skipped a beat several times in an hour and the sensitivity was adjusted a second time. A post-operative check one week later revealed changes in the lead impedance and pacing threshold measurements and an x-ray confirmed right ventricular (rv) lead dislodgement. It was noted the patient wished to go home and since the rv lead "would not cause trouble," repositioning of the rv lead would be performed at a later date. The rv lead remains in use. No patient complications have been reported as a result of this event.